Manufacturer narrative:
Device remains implanted.

Event description:
It was reported in a presentation by a physician during a meeting that during a case, the coil mass was noted to be impinging upon the parent vessel through the neck of the aneurysm. No further details were reported.

Event description:
It was reported in a presentation by a physician during a meeting that during a case, the coil mass was noted to be impinging upon the parent vessel through the neck of the aneurysm. No further details were reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis as it was implanted. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause of the coil protrusion is operational context.